Event description:
Additional information was received from the manufacturing representative who originally reported that the patient was hospitalized due to a health concern unrelated to the pump. She stated she did not know the reason for the patient&#38112;hospitalization, but stated that it was not due to the pump. (This conflicted with information received from another manufacturing representative). She did not know who would be the best source for finding out the reason for the hospitalization; she did not recommend contacting the hcp regarding the patient's hospitalization. No additional information was reported regarding the above event.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider and a manufacturing representative regarding a patient who was receiving bupivacaine and dilaudid at an unknown concentration, dose and frequency via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the pump was alarming due to an empty reservoir. The empty reservoir occurred on (B)(6) 2016. The programmer displayed "45 mls dispensed since last update." It was noted, via a manufacturing representative, that the patient missed her refill and was hospitalized after the pump went empty, but due to an unrelated health concern. It was noted no symptoms were reported due to the pump going empty. Information was later received from a healthcare provider (hcp) via a different manufacturing representative that the patient experienced drug withdrawal. The patient was hospitalized to manage the symptoms of withdrawal. The pump was refilled and the patient was discharged. According to the medical doctor's office, the issue was resolved, the patient was home and was doing fine. The patient status was reported as "alive-no injury." No surgical intervention was planned or performed. Additional information has been requested due to the conflicting information received regarding whether the patient experienced symptoms related to this event and whether the hospitalization was related to the event or related to the unrelated health issue. This information, however, was not available at the time of this report. Should additional information become available, a follow-up report will be submitted.